Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon protector was left inside the patient. The target lesion was located in the carotid artery. A 3.0mmx40mmx135cm sterling¿ balloon catheter advanced to the lesion however it was suspected that the balloon protector of the device was left inside the patient. There were reported patient complications after the procedure due to the retained object in the body. Currently, no patient complications were noted and the patient is being monitored. Additional information has been requested and is not available.

Event description:
It was further reported that in (B)(6) 2013, the target lesion was located in the carotid artery. A 9f 25cm non bsc introducer sheath, a 9fr non bsc guide catheter and a non bsc embolic protection device were used. Then a non bsc stent was advanced and implanted in the lesion. A 3.0mmx40mmx135cm sterling¿ balloon catheter was advanced through the guide catheter for post dilation of the implanted stent; however the balloon protector was not removed from the balloon upon insertion into the guide catheter. During advancement, the balloon catheter encountered resistance, became stuck and was unable to come out of the tip of the guide catheter, which is located 10mm below the bifurcation of the internal carotid artery. When the 3.0mmx40mmx135cm sterling¿ balloon catheter was pulled, the balloon protector had detached and remained inside the body through the embolic protection device. During removal of the embolic protection device, resistance was encountered. It was suspected that when the embolic protection device was pulled through the balloon protector, the balloon protector was left inside the body. The procedure was completed using a 2.5mm x 40cm non bsc balloon catheter. It was not noted during the procedure that the balloon protector remained inside the patient however when a computed tomography scan was performed at a later date, it was recognized that the balloon protector was stuck in the non bsc stent implanted in the carotid artery. Patient condition during procedure was reported as "no problem" however the patient developed brain infarction after the procedure. In (B)(6) 2013, an unspecified size carotid wallstent was implanted to cover the balloon protector. Current patient condition was reported as "no after effect" of the disease.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the sterling catheter was received inside a carrier tube (hoop) within a sterling shelf box that matched the information on the device. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. There was no damage. The maximum outer diameter (od) of the balloon was measured in three locations. All three balloon measurements met specification. Functional testing was not possible because the guide catheter used in the reported event was not returned with the catheter and no equivalent guide catheters were available. There was no evidence that the reported difficulty was attributable to any product quality deficiencies. Per the previous product analysis, no balloon protector was returned with the device. The sterling device was disposed. No further analysis was possible for this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿remove the balloon protector and product mandrel by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally, then remove the product mandrel.¿ (B)(4).